Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The heartmate 3 lvas instructions for use (IFU) section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed major bleeding with a tendency to anemia. They received a blood transfusion less than 4 units. The patient was on warfarin and aspirin at the time of the event. The cause of the bleeding was unknown.